Event description:
It was reported the patient presented for routine device change out procedure. Device interrogation prior to the procedure revealed the right atrial lead (ra) exhibited failure to capture. Fluoroscopy imaging showed lead abrasion. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout.